Event description:
It was reported that the resection sheath had damaged ceramic head. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the insulation beak failure is mechanical component problem and the most likely cause is impact, dropping, shock or similar stress. However, the root cause of insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.